Event description:
While removing disc (l 4-5) from disc space pituitary biter tip broke off in disc space, several attempts, to retrieve the tip, by surgeon utilizing x-ray and several instruments were unsuccessful. Surgeon states more of a risk to continue attempt or removal than to leave in place.